Event description:
On 01/26/2000, the facility's crna informed the distributor's marketing manager of the following: when the device was being implanted and attaching the catheter to the device, the locking mechanism did not work, it did not lock. Locking mechanism slid down the catheter. No further details were provided at this time.